Manufacturer narrative:
Received 1 foley catheter. The reported event was unconfirmed. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Per the dimensional evaluation, the sample was evaluated and the shaft and tip thickness of returned sample were measured and found to be within specification. Per specification, the catheters are manufactured with tolerance of ± 1fr. Based on evaluation, returned catheters manufactured per manufacturing specification and found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for prefilled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." (B)(4).

Event description:
It was reported that the catheters appeared to be the incorrect size.

Manufacturer narrative:
Received 1 foley catheter. The reported event was unconfirmed. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Per the dimensional evaluation, the sample was evaluated and the shaft and tip thickness of returned sample were measured and found to be within specification. Per specification, the catheters are manufactured with tolerance of ± 1fr. Based on evaluation, returned catheters manufactured per manufacturing specification and found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for prefilled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." (B)(4).

Event description:
It was reported that the catheters appeared to be the incorrect size.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheters appeared to be the incorrect size.